Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a roux-en-y procedure, that during removing the grasper from the trocar, there was insufflations issues with the device. They used another tower and used double insufflations to complete the procedure. There was no patient consequence reported. The device was discarded.